Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.

Event description:
The reporter stated that on an unknown date, when discontinuing the cannula the plastic was not attached. The pt was transferred to plastics day case unit an approximately 2cm of the cannula was removed. The vein was cauterized and sutured. No further information is available.